Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient the therapy was turning off by itself. They called patient services because they wanted to know if patient services could tell them if their implant was just turned off on the day of the call or if it had been for awhile. The patient reported they went to the healthcare physician (hcp) earlier in the day and the hcp told them the device was off and the hcp turned it back on for them. The patient reported they went to the hcp every 3 months and every time they would go the programmer batteries were dead. The patient noted the hcp told them to keep the batteries out of the programmer so the implant didn¿t go off. It was reviewed with the patient the batteriesin the programmer dying wouldn¿t cause their implant to turn off. The patient reported when they put the batteries in the programmer on the day of the call they were pushing buttons and may have accidentally turned the stimulation off. The patient was going to follow up with their hcp. There were no further complications reported/anticipated.